Manufacturer narrative:
Age in years; mean (sd) 60.8 (17.4). Gender: female sex; n (%) 36 (51.4). Race; n (%) white 30 (43) african american 32 (46) hispanic 1 (1) asian 1 (1). Date of event: unknown/no information article accepted: 22 january 2021. Expiration date: unknown due to serial# is not provided. Unique identifier number: UDI number unknown due to serial# not provided. If implanted; give date: exact dates not provided. Between october 1, 2006 and december 31, 2018. If explanted; give date: unknown/no information. Telephone number: (B)(6). Device manufacture date: unknown due to serial# is not provided. The device was not returned for analysis. There was a partial model number provided and no serial number reported for this device. Therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. Citation: sinha, s., ganjei, a. Y., ustaoglu, m., syed, z. A., lee, d., myers, j. S., fudemberg, s. J., & razeghinejad, r. (2021). Effect of shunt type on rates of tube-cornea touch and corneal decompensation after tube shunt surgery in uveitic glaucoma. Graefe's archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-021-05095-2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Effect of shunt type on rates of tube-cornea touch and corneal decompensation after tube shunt surgery in uveitic glaucoma a retrospective comparative study was done to evaluate the effect of tube shunt type ahmed glaucoma valve (agv) versus baerveldt glaucoma implant (bgi; johnson and johnson vision) on the frequency of tube-cornea touch and corneal decompensation after tube shunt surgery. A total of 145 eyes of 130 patients with refractory uveitic glaucoma were included in the study and were either implanted with agv (n=75 eyes) or bgi (n=70 eyes). Early postoperative complications (=3 months) in the bgi group include shallow anterior chamber (ac) (n=1), hypotony (n=1), tube exposure (n=1), persistent corneal edema (n=1), tube retraction (n=1), shallow ac with choroidal effusion (n=1), and cataract progression (n=1), high intraocular pressure (iop) (n=1). Interventions for early postoperative complications include tube revision (n=2), descemet stripping endothelial keratoplasty (dsek) (n=1), viscoelastic injection and choroidal detachment drainage (n=1), and latina suture removal (n=1). Late postoperative complications (>3 months) in the bgi group include persistent hypotony (n=1), tube cornea touch (n=5), corneal decompensation (n=6), tube exposure (n=1), cataract (n=1), and endophthalmitis (n=1). Interventions for late postoperative complications include tube revision (n=6), dsek (n=2), penetrating keratoplasty (n=5), and tube explantation (n=1). Additionally, another postoperative outcome after corneal complications include baseline visual acuity (va) of 0.6±0.86 worsening to 1.48±0.82. Thru follow-up the proceeding clarification was received. The study is a "retrospective" study from medical records which included patients undergoing tube shunt surgery between october 1, 2006 and december 31, 2018. All the reported complications of tube shunt surgery in this paper were reported in earlier studies and are established side-effects. There is no new complication listed in the study.

Manufacturer narrative:
Corrected data: this is to correct the initial report which should have included a code to capture tube exposure. Section h6-medical device problem code: 2993. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.